Event description:
It was reported that there was no audible alarm on the level 1 hotline low flow system (hl-390). No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: returned device was received enclosure is cracked near the drain fitting, pcb with no audible alarms, wear and tear damaged tank cover and block assembly, leaking interlock block, and missing reflux plug. During the evaluation of the device a faulty speaker on pcb was found. The customer reported condition was confirmed. Problem source is unknown. Manufacturing DHR review is not applicable or necessary because the results of the complaint investigation do not indicate a problem with the manufacture of the device.